Manufacturer narrative:
The sodium and chloride electrode lot numbers and expiration dates were requested, but not provided. The customer checked the sample probe. The wash station appeared clean and there were no crystals. There were no crystals in the dilution vessel and all rinse nozzles looked straight. The sipper and pinch valve tubing appeared fine. No large gaps were noticed between the electrodes. The electrodes were removed and the compartment was dry underneath. All reagent bottles appeared to be fine. The field service engineer determined there was contamination in the flow path. The flow path was decontaminated. The electrodes were changed and conditioned. Multiple test samples were run and there was no high bias. Precision studies were performed and were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode and the chloride electrode on a cobas pro ise analytical unit. The customer noted they were having issues with quality control recovery. After a few calibrations were performed, the calibration became stable and controls were back within range prior to running the patient sample. The sample initially resulted in the following values: sodium = 154 mmol/l, chloride = 113 mmol/l. The initial values were questioned by the doctor, so the sample was repeated. The repeat results were as follows: sodium = 141 mmol/l, chloride = 102 mmol/l.